Event description:
Customer obtained results of 263mg/dl, 190 mg/dl, 165mg/dl, and 115mg/dl on the advantage system within 10 minutes. Customer also reports a different comparison where the advantage system produced a result of 167mg/dl and a result drawn within 10 minutes returned as 76mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.